Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was oaky to continue therapy.

Manufacturer narrative:
Bd has determined that this issue was confirmed as disconnection of pads without purging by user. This is a use of device issue which is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was disconnection of pads without purging. They initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was okay to continue therapy. Per follow up information received via task on 17jun2025, spoke with nurse who stated therapy completed after troubleshooting with the helpline. The alarm 14 stopped shortly after starting therapy. The low reservoir alerts were caused by the nurses disconnecting the pad tubing to shift the patient for a drain bag exchange. Once the exchange was completed and the pads readjusted, no further issues and they did not fill the device at this time. A biomed did come to fill the device after therapy completed, but denied repair or evaluation of the device as it has remained in service. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The instructions-for-use under baw2800736 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product: "from the normothermia therapy or hypothermia therapy screen, press the stop button to terminate water circulation to the pads. 2) press the empty pads button, and follow the instructions on the screen to purge the pads of water. 3) disconnect the pads from the fluid delivery line as follows: pinch the two wings on the pad line connector. Push the connector toward the fluid delivery line manifold to release the catches on both sides. Pull apart. 4) leave the pads on the patient. 5) disconnect patient temperature probes from the patient temperature cables. 6) turn off the control module. Disconnect the power cord from the wall. 7) transport the patient and the control module. 8) temperature management can be re-initiated when the patient reaches the transport destination. 9) plug the control module power cord into the wall. 10) power on. 11) connect the patient temperature probes to the patient temperature cables. 12) connect pads to the fluid delivery line. 13) from the patient therapy selection screen, press the continue current patient button." Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was okay to continue therapy. Per follow up information received via task on 17jun2025, spoke with nurse who stated therapy completed after troubleshooting with the helpline. The alarm 14 stopped shortly after starting therapy. The low reservoir alerts were caused by the nurses disconnecting the pad tubing to shift the patient for a drain bag exchange. Once the exchange was completed and the pads readjusted, no further issues and they did not fill the device at this time. A biomed did come to fill the device after therapy completed, but denied repair or evaluation of the device as it has remained in service.